Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed, the battery drawer is broken, and the battery release is contaminated. Analysis also found the upper case, lower cases, two side bail covers, and the ring cover are broken. Lead flex cover contaminated, one side bail missing, and the ring was found bent. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for repair due to a damaged case, analyzed and tested out of specification. There was no patient involvement.